Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg due to migration. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg was not returned.